Event description:
It was reported that the hp052 locked out during the procedure. The hospital biomed confirmed that the hand piece no longer worked, and noted that it worked "a little" if shaken. The procedure was completed with another hp052, and there was no patient consequence.